Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/14/2024, it was reported by a sales representative via email that an inferior screw from an ar-9100-09m univers apex optifit humeral stem could not be properly torqued as it would slip. An ar-9224 deflection torque driver was used to tighten the screw and it is suspected of being worn. The surgeon opted to torque the inferior screw as much as possible and left it implanted in the patient. This was discovered during an atsa procedure on (B)(6) 2024. Additional information received on 6/26/2024: nothing broke inside the patient. The ar-9100-09m univers apex optifit humeral stem was left implanted as the superior screw reached recommended torque value. The sales representative reports that the screw was stripped. The part number for the inferior screw is unknown as it was left implanted and integrated with the r-9100-09m univers apex optifit humeral stem.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting.